Event description:
During the pm inspection, it was noticed that the main frame batteries were weak. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed the pm and verified the weak battery situation. Replaced batteries for the s-ram, cpu and main frame. The system was tested and found to be working as intended and placed back into service.